Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
Healthcare professional reported MRI confirmed rupture, silicone migration, lymphadenopathy, capsular contracture, and pain. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported MRI confirmed rupture. It is unknown if the device remains implanted.

Manufacturer narrative:
Reason for reoperation: silicone migration, rupture, lymphadenopathy.

Event description:
Healthcare professional reported MRI confirmed rupture, silicone migration, lymphadenopathy, " slight capsular contracture (grade unknown)" and pain. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.